Event description:
Reporter indicated that a vns (B) (4) handheld computer would not power on despite being properly charged. Hard and soft resets did not resolve the issue, and the reporter stated the locking mechanism was off. The handheld computer and flashcard have been requested for return, but have not been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.